Event description:
Approximately four months after implantation, the patient experienced electrical fault alarms and log files revealed that the pump was running on one stator. A heartware field engineer visited the site to assess the situation. They inspected the driveline cable and controller and identified gross contamination inside the driveline cable connector and the associated connector on the controller. On reconnecting the driveline cable to controller, an electrical fault alarm occurred and the pump did not restart. The patient felt "dizzy" while the pump was stopped. An immediate controller exchange was performed using the patient's back-up controller and the pump restarted. Due to the patient's earlier symptoms, intravenous (IV) access was established and IV fluids as well as inotropes were administered in preparation for the cleaning procedure that was to follow. The cleaning procedure was successfully performed. The patient was asymptomatic throughout the cleaning procedure and has been fine since.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The driveline was not returned for analysis as it remains implanted in the patient. The controller ((B)(4)) was not returned for analysis despite multiple attempts to obtain it. However, a heartware clinical engineer performed a visual examination which revealed contamination within the controller driveline connector which likely contributed to the reported event. A cleaning procedure was performed to mitigate and remediate the conditions reported under the event. Review of the manufacturing documentation confirmed that pump ((B)(4)) and controller ((B)(4)) met all requirements for release. The most likely root cause of the foreign matter (contamination) could not be conclusively determined as the unit was not returned for evaluation. The confirmed malfunction is related to the reported event. There was no reported adverse effect on the patient. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) note specifically states to protect the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. While there is no available information at this time to indicate the cause of this reported event, it may be possible that foreign material was introduced into the driveline connector during the implant procedure. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This report may be based on information which heartware has not been able to investigate or verify prior to the required reporting date. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This is one of two reports (3007042319-2014-000547 and 3007042319-2015-10002) submitted for devices related to the same event.